Manufacturer narrative:
Device evaluation anticipated, but not yet begun.current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Sales associate reported that two (2) screws broke during cranioplasty surgery; it was reported the broken portion remains implanted.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Two (2) 1.5x4mm self drilling screws (part#91-6104, lot number unknown, manufacturing date unknown) were returned without original packaging. . The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The screws were visually evaluated with a digital microscope. The screws were both found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fractures are typical of an over torqued screw. There is no sign of discoloration. The thread geometry cannot be measured because the fracture locations did not leave a full thread. The head of the screws have signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. There are no indications of manufacturing defects. The most likely cause of the complaint issue is excessive torque applied during insertion of the screws.